Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported difficult to position and difficult to remove were unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the noted stretched coils and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the balance middle weight (bmw) guide wire as advanced to the heavily calcified distal right coronary artery (rca). There was resistance advancing rapid exchange balloon dilatation catheters (bdc) over this wire, so the plan was to switch this bmw out for a more supportive wire. An otw bdc was loaded over this bmw as a placeholder for the other wire. During attempts to remove the bmw, resistance was met and the distal tip of the bmw separated in the rca. Device interaction with the bdc along with the heavy calcium was suspected to have caused the tip separation of the bmw guide wire. Attempts to remove the bmw tip with a snare were made, but were unsuccessful. The tip was lodged in the calcium over an area that was intended to be treated with a stent. A 3.0x12 mm xience sierra stent was implanted in the rca covering the separated tip of the bmw. There was no adverse patient sequela. No additional information was provided.